Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported breakage cannot be confirmed. The speed pin is an external communicating device composed of stainless steel and should have limited tissue/bone contact. However, since the broken piece remains in the patient¿s distal femur bone, micro-motion and/or migration is unlikely. The impact to the patient beyond that which has already been report cannot be determined. No further clinical assessment can be rendered at this time. Should any additional clinical documentation become available, the case may be re-evaluated. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a tka procedure, that (2) nonrim speed pin 65 sterile broke off in a patients knee when the surgeon hit the screw in both the femur and tibia. The piece remains inside the patient, surgeon was not able to retrieve it. Procedure was completed with a backup device, no delay reported. An injury is reported.